Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, a current leakage test that was performed confirmed there was no electric current loss. A labeling review was conducted which determined that postural changes may cause perceived changes in stimulation and exposure to MRI can result in discomfort or injury to the patient. These are known risks associated with use of the scs system, as documented in the instructions for use (IFU).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a severe burning sensation around the implantable pulse generator (ipg) site during magnetic resonance imaging (MRI). The patient continued to experience an increase in burning sensation at the ipg site when stimulation was turned on and while in certain postural positions. This burning sensation was relieved once the stimulation was turned off. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively, is benefitting from the therapy again, and the burning sensation around the ipg site has resolved.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a severe burning sensation around the implantable pulse generator (ipg) site during magnetic resonance imaging (MRI). The patient continued to experience an increase in burning sensation at the ipg site when stimulation was turned on and while in certain postural positions. This burning sensation was relieved once the stimulation was turned off. Therefore, the patient underwent an ipg revision procedure during which the ipg was explanted and replaced. The patient was doing well postoperatively, is benefitting from the therapy again, and the burning sensation around the ipg site has resolved.